Manufacturer narrative:
The reported complaint of "the autopulse platform sn (B)(4) does not power on with two fully charged autopulse li-ion batteries" was not confirmed during functional testing. During testing, no device malfunction was found, and the autopulse platform functioned appropriately and as intended. Upon visual inspection, no physical damage was observed on the autopulse platform. The archive data review showed ua12 (lifeband not detected), fault code 16 (timeout moving to take-up position), ua23 (compression will exceed 3 revolutions) and ua45 (not at "home" position after power-on/restart) error messages around the reported complaint date, unrelated to the reported complaint. User advisories are normally clearable error messages designed into the platform to alert the operator that autopulse has detected one of several conditions. As a precautionary measure, the brake gap was cleaned to address fault code 16 and verified the brake gap is within the specification. Per the battery hangtag - advisory codes description and action, user advisory 12 is an indication that the autopulse has detected that the lifeband is not properly installed. The recommended actions to take for this type of user advisory are: ensure that the band clip (underneath the device) is properly seated in the drive shaft and can freely rotate after insertion. Per autopulse user advisory list guide, user advisory 23 error message is an indication that the driveshaft will need to travel out of the specified range to get to the calculated compression depth. Typically, this error is an indication of an internal component error or a malfunction. The ua23 error message may be cleared when the user presses restart. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. The autopulse platform passed the preliminary functional test without any fault or error. Waiting on customer's approval for service repair.

Event description:
During shift check, the autopulse platform sn(B)(4) does not power on with two fully charged autopulse li-ion batteries. Per customer, the two fully charged batteries sn(B)(4) used powers on another autopulse platform. No patient involvement.